Manufacturer narrative:
(B)(4) no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos out of range is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It has been reported via a fax from a hospital in (B)(6) that the pressure signal was too low. Additional information received on 6/20/2016, the first catheter was removed and replaced with a second catheter. The patient was fine with no clinical consequences. The optical sensor may have been soiled per the technician.

Manufacturer narrative:
(B)(4). The sample was disposed and will not return for investigation.

Event description:
It has been reported via a fax from a hospital in (B)(6) that the pressure signal was too low. Additional information received on 06/20/2016, the first catheter was removed and replaced with a second catheter. The patient was fine with no clinical consequences. The optical sensor may of been soiled per the technician.